Event description:
It was reported to philips healthcare that a heart start xl device that was previously used with third party battery, no longer works with philips battery. There is no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.